Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the reported that the ultrasonic air sensor (uas) detector went off and shut the pump off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the air sensor did not seem to fit in the tubing as nicely as normal and the latch felt loose, which could have caused the sensor to alarm.

Manufacturer narrative:
Updated blocks: d4, d9, h3, and h4. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. The abd did not exhibit false alarms and detected bubbles when present. The condition could be cleared, reset and operated normally. It was determined that the abd met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.